Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). The device was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. The analyst commented there were eight non-sustained tachycardia (nst), one ventricular fibrillation (vf) and five lead failure predictor (lfp) episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. Eight episodes of t-wave oversensing (twos) are also seen on that day. Concomitant: product ID d354trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013. (B)(4).